Manufacturer narrative:
Final analysis found external insulation abrasion at 13.4 - 14.4 cm from the distal ring. Abrasions are consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.